Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a pocket revision. The procedure was done to assess for possible infection and due to the patient's pain. No additional adverse patient effects were reported.

Event description:
Boston scientific received additional information. There was no infection identified at the pocket revision. At the patient's recent follow-up, it was reported the pain issue had been resolved and the patient felt much better. No additional adverse patient effects were reported.